Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. High capture threshold and low r-wave sensing were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient's condition was good post procedure.